Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a misaligned connector of the led driver module. The led driver module connector was reseated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.